Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Jreij g, taylor b, gupta s, shah a, ghoreishi m, toursavadkohi s. Branch stability after total endovascular arch repair: comparing the outcome of balloon-expandable vs self-expandable bridging stents. J vasc surg. 2025;81(6):e42-e43. This literature article reports a retrospective single-center review of 45 patients who underwent total endovascular aortic arch repair between june 2020 and december 2024 for aneurysms, pseudoaneurysms, and dissections with landing zones in zone 0, including cases involving prior dacron grafts. The cohort had a mean age of 69.5 years, and 71% were male. Across the study, 83 branch vessels were treated using a combination of self-expandable stent grafts¿such as the gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device), and gore thoracic branch endoprosthesis¿and balloon-expandable stent grafts, including the icast and the gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Technical success was achieved in 98% of cases, with one conversion to open surgery. During follow-up, postoperative complications were identified exclusively in vessels treated with balloon-expandable stents, including the vbx device, consisting of four type ic endoleaks (two involving the innominate artery and two the subclavian artery) and three cases of stent migration (two in the innominate artery and one in the subclavian artery). The study concludes that while endovascular repair of aortic arch pathology demonstrates high technical success in high-risk patients, postoperative issues such as endoleaks and stent migration occur more frequently with balloon-expandable stent grafts compared to self-expandable options.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Cause of the reported event cannot be established based on evaluation of the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.